Event description:
It was reported that during an open pancreatoduodenectomy, some staples of the distal part were not deployed at the 3rd firing when the device was used for resection of the jejunum after resection of the stomach. No foreign matters were found on the staple lines. There was no unexpected resistance at the firing. Reinforcement material was not used. Additional suture was performed by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.